Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and the investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
Olympus was informed of the following literature: "the application of transbronchial cryobiopsy in interstitial lung disease: a prospective, multicenter, real-world study" by xiaobo chen, et al. This prospective, multicenter, real-world study was conducted to analyze the unclarified data of patients with interstitial lung disease (ild) who underwent transbronchial cryobiopsy (tbcb) in 20 hospitals in china. A total of 373 patients were enrolled in and analyzed for the results of the pathological and multidisciplinary discussion (mdd) diagnosis and complications related to tbcb. In conclusion, the study suggested that the application of tbcb in ild is generally safe, and its diagnostic efficiency is acceptable. A 1.9-mm cryoprobe was used to collect five samples would achieve a better positive diagnostic rate for tbcb in ild without a significant increase in complication risk. The physicians used both bf-260 or it260 in the procedures. The authors did not specify which endoscope was used on the specific patients and therefore, the following adverse events will be reported. Moderate bleeding which was stopped by with local injection of frozen saline, epinephrine, the balloon occlusion, or intravenous hemostatic drugs, (n=215). Pneumothorax: 17 patients required closed chest drainage, while the other 2 were treated conservatively. All pneumothorax patients recovered within a week - (n=19). This article includes 2 reports: (B)(6) for bf-260. (B)(6) for bf-1t260. This is report 1 of 2 for bf-260.

Manufacturer narrative:
It was confirmed via DHR that the device satisfied the specifications and was shipped.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specified cause of the suggested event could not be made - neither abnormality nor issue of the subject device was reported. This was a study to explore the diagnostic efficiency and safety of tbcb(transbronchial cryobiopsy) in interstitial lung disease (ild) in a "real world setting", and does not represent a complaint about the device. Conclusion: "in china, the application of tbcb in ild is generally safe, and its diagnostic efficiency is acceptable. Using a 1.9-mm cryoprobe to collect five samples would achieve a better positive diagnostic rate for tbcb in ild, without a significant increase in complication risk." Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the author: the author provided serial numbers for the olympus devices used in the procedures. The following additional complaints have been opened and are related to this report: (B)(4) for bf-260, sn (B)(6). (B)(4) for bf-1t260, sn (B)(6). (B)(4): sn (B)(6). (B)(4): sn (B)(6). (B)(4): sn (B)(6). (B)(4): sn (B)(6). (B)(4): sn (B)(6). (B)(4): sn (B)(6). (B)(4): sn (B)(6). (B)(4): sn (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the author: new information added to: b5, d4.